Event description:
Additionally, the same day as the ¿gallbladder stones¿ occurred, the patient experienced non-device related ¿small nodules in the right lung¿ and ¿cholecystitis.¿ that day, a CT scan of the chest and upper abdomen with plain and enhanced views was performed, resulting with ¿there is a small nodule in the right lung. It is recommended to follow up and re-examine after 12 months. 2. Gallbladder stones.¿ seventeen days later, a successful laparoscopic cholecystectomy was performed, along with a color doppler ultrasound abdomen (routine examination of liver, gallbladder, pancreas and spleen), resulting with, ¿1.no abnormality was found in the liver ultrasound image. 2. Cholecystitis, gallbladder stones. 3. No obvious abnormalities were observed in the sonographic images of the intrahepatic and extrahepatic bile ducts. 4. No obvious abnormalities were observed in the pancreatic sonogram. 5. No obvious abnormalities were observed in the spleen.¿ the patient was given was given benzalkonium chloride solution, ambroxol hydrochloride injection, flurbiprofen axetil injection, sodium chloride and dextrose injection, potassium chloride injection, succinyl gelatin injection for surgery. Two days later, the patient had a cholecystectomy and the ¿cholecystitis¿ resolved. A month later, vital signs were taken, showing ¿temperature: 37, pulse: 78 beats per minute, respiration: 17 breaths per minute, blood pressure: 112/71 mmhg, body mass index: 34.75 kg/m2.¿ the ¿small nodules in the right lung¿ is ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, b6, h10.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "gallbladder stones with cholecystitis", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a clinical patient in the cheeks with 3 ml and in the perioral area with 1 ml of juvéderm® volite¿. A month later, the patient was injected in the cheeks with 2 ml and in the perioral area with 1 ml of juvéderm® volite¿. Two months later, the patient visited the emergency department due to ¿chest and back pain¿ for 6 hours and was diagnosed with ¿pain.¿ on the same day, a CT scan of the chest and upper abdomen with plain and enhanced scans was performed, showing: ¿1. A small nodule in the right lung, with a recommendation for follow-up and re-examination in 12 months. 2. Gallbladder stones.¿ two weeks later, the patient was diagnosed with gallbladder stones and cholecystitis and was admitted for hospitalization. After admission, relevant examinations were completed. The next day, the color doppler ultrasound examination of the abdomen (liver, gallbladder, pancreas, spleen) showed no abnormalities. Acute cholecystitis and gallbladder stones. No obvious abnormalities were found in the ultrasound images of the intrahepatic and extrahepatic bile ducts. The pancreas showed no obvious abnormalities. The spleen showed no obvious abnormalities. Laparoscopic cholecystectomy was that day. The operation was successful. Postoperatively, symptomatic treatment such as pain relief, and fluid replacement was given. Two days later, the patient recovered well after the surgery and had no obvious symptoms such as fever. The patient was discharged that day. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, additional injection of juvéderm® volite¿.

Event description:
Additionally, the same day as the ¿gallbladder stones¿ occurred, the patient experienced non-device related ¿small nodules in the right lung¿ and ¿cholecystitis.¿ that day, a CT scan of the chest and upper abdomen with plain and enhanced views was performed, resulting with ¿there is a small nodule in the right lung. It is recommended to follow up and re-examine after 12 months. 2. Gallbladder stones.¿ seventeen days later, a successful laparoscopic cholecystectomy was performed, along with a color doppler ultrasound abdomen (routine examination of liver, gallbladder, pancreas and spleen), resulting with, ¿1.no abnormality was found in the liver ultrasound image. 2. Cholecystitis, gallbladder stones. 3. No obvious abnormalities were observed in the sonographic images of the intrahepatic and extrahepatic bile ducts. 4. No obvious abnormalities were observed in the pancreatic sonogram. 5. No obvious abnormalities were observed in the spleen.¿ the patient was given was given benzalkonium chloride solution, ambroxol hydrochloride injection, flurbiprofen axetil injection, sodium chloride and dextrose injection, potassium chloride injection, succinyl gelatin injection for surgery. Two days later, the patient had a cholecystectomy and the ¿cholecystitis¿ resolved. A month later, vital signs were taken, showing ¿temperature: 37¿, pulse: 78 beats per minute, respiration: 17 breaths per minute, blood pressure: 112/71 mmhg, body mass index: 34.75 kg/m2.¿ the ¿small nodules in the right lung¿ is ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, b6, c1, c3, d1, d4, e1, h4, h6, h10. A review of the device history record has been completed. No deviations or non-conformances noted.